Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during prep/ unpacking for a percutaneous drainage procedure, the 10.3 flexima apd catheter tip was broken. This device was never introduced to the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.